Event description:
A 3.0mm diameter x 8mm length ave gfx stent was inserted into the diagonal branch of the left anterior descending coronary artery after pre-dilatation with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion, therefore the stent and delivery system were removed from the coronary artery. During removal, the stent dislodged from the stent delivery system and migrated to the pt's "leg". It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt. Subsequently, another attempt was made to cross the lesion with another MFR's stent, which was unsuccessful. There was no further intervention attempted to the target lesion, and there was no add'l clinical sequelae reported relative to the event.